Event description:
It was reported that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) was undergoing dialysis treatment and coded. The patient was sent to the emergency room and was found to have low potassium levels. Review of stored device memory noted the smartpass feature had disabled. The field representative contacted technical services (ts) and inquired why the device didn't deliver shock therapy prior to smartpass disabling. Ts reviewed store device data and noted smartpass disabled due to asystole, however, it was unknown what the rhythm was prior to smartpass disabling. The root cause of the asystole was not known, however, ts noted that the electrolyte imbalance did not help. The patient was shocked externally 3 times. Three shock therapy episodes were stored with a wide disorganized rhythm that showed double and triple counting during the external shocks. One additional shock therapy episode was stored that showed an organized rhythm below the conditional zone with t-wave oversensing that led to an inappropriate shock. No adverse patient effects were reported. This device remains in service.